Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control has made multiple attempts to contact the customer regarding the status of their device, including written correspondence, but no response has been received from the customer. The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted, which prevented the device from being able to charge and deliver defibrillation energy. A further root cause for the hlc depletion could not be determined.